Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer claims that "on (B)(6) 2015 in 3 rooms 2616, 2617, and 2618, all alarms were deactivated. It has been happening a couple of times. On (B)(6) 2015 8:00am -11:00am this incident has occurred ". No emergent or adverse impact was reported.

Event description:
The customer claims that "on (B)(6) 2015 in 3 rooms 2616, 2617,and 2618, all alarms were deactivated. It has been happening a couple of times. On (B)(6) 2015 8:00am -11:00am this incident has occurred ". No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction.